Event description:
It was reported that the light cable burnt a hole in the drape.

Manufacturer narrative:
Alleged failure: I am emailing you in regards to the light source failure we spoke about earlier today. Account number 17813 experienced a failure of the safelight feature on the l10 light source and aim light cord earlier this morning that resulted in a drape burn. No harm was done to the patient. However, I am treating this with the highest level of severity and concern. What I am needing is for an investigation to be launched into how this event was able to occur. I have the serial number of the light source that was used in this case and have the light cord in my possession. Light source serial number is (B)(4). I am in need of a loaner l10 light source to use while this unit is being investigated. I do not want the customer paying for this loaner since this was a failure on our end. I would also like for the light cord to be replaced at no charge in an effort to reconcile this with the customer. Please let me know how best to proceed. Thank you. Salesforce case number 05649559 the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is a bad safe light cable. Please review inv# 2524309. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light cable burnt a hole in the drape.